Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the lack of reproducibility of the indicated phenomenon. It is possible that due to design of the otv-s300 (visera elite video system center) device (since it was found that it gives false alarm as a touch panel failure error even under normal condition) that the indicated phenomenon could have potentially occurred as a result of the design. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found deformation of the lower part of the chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center had error code e333 for the second time in the last 10 days. The issue was found during preparation for use in an unspecified procedure that was completed using a similar device. There were no reports of patient harm. This report is related to linked patient identifier: (B)(6).